Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons are getting really hard to press. The customer blood glucose level was 118 mg/dl. Customer stated the time changes. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional instructions. The device will be returned for analysis.